Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 6 months post implant of ventralight st using echo ps, patient was diagnosed with hernia recurrence, adhesion and scar tissues thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence and adhesions as a possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2017) is considered to be a best estimate. This emdr represents the ventralight st using echo ps (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6)2017 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿a chronic hernia sac with serous fluid was encountered. There was omentum within the sac. The sac chronically inflamed was excised. A medium bard perfix plug (device #1) was inserted into the defect and secured bilaterally with sutures.¿ (B)(6)2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the removal of perfix plug (device #1) and implant of ventralight st using echo ps (device #2). Per operative notes, ¿loop of omentum was incarcerated into recurrent ventral hernia. The hernia sac adherent to previous mesh plug was excised. Once the adhesions were removed, the perfix plug (device #1) was removed. The hernia defect was secured with suture. The defect was completely closed using a circular ventralight st mesh using echo ps (device #2) was placed in the peritoneal cavity and secured with absorbable tacks.¿ (B)(6)2018 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of ventralight st using echo ps (device #2). Per operative notes, ¿there was a lot of scar tissue and the large hernia sac was just above the supraumbilical space. The large wad of mesh (device #2) and scar tissue were excised. The sac was dissected off and a synthetic mesh was placed beneath the fascia and sutured to the fascia in four quadrants.¿ (B)(6)2018 - patient was diagnosed with wound dehiscence with evisceration of small bowel thereby underwent open repair with removal of meshes. Per operative notes, "eviscerated small bowel was freed up. The synthetic mesh was dehisced along one aspect, was removed in its entirety. There was a remnant piece of mesh (device #2) densely adherent to bowel was removed in its entirety." Attorney alleged that the patient had adhesions, bowel/intestinal perforation, infection, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injures. It was also alleged that the patient had large wad of mesh, foreign body giant cell reaction, mesh dehisced along one aspect.